Event description:
The physician reported to a conceptus representative that his patient with an essure placement in 2007 had cramping and worsening pain for two weeks post-procedure. The patient was not tested with any pain medication and had no history of pelvic problems. The physician stated that she took the patient into the or on the following month and noted that most of the right micro-insert had perforated through the tube. The device was removed and a bilateral tubal ligation was performed. Also noted by the physician at the time of the surgery was a small amount of filmy adhesions to the omentum that need minimal dissection, otherwise the procedure was uncomplicated. The patient was kept overnight for observation and is reported to be doing well. There was no fever or infection noted with the patient.

Manufacturer narrative:
Perforations of the uterus or fallopian tubes were observed in the essure system clinical trials at a rate of 2.9% (6/206) in the phase ii trial and 1.1% (5/476) in the pivotal trial. The rate of reported perforations in commercial use is lower than reported in the clinical trials and is typically not diagnosed until the time of the 3-month post-procedure confirmation test (hsg).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.